Event description:
The affiliate reported: possible harm to the patient due to csf leakage. The patient is female and (B)(6), was admitted to hospital due to sudden cerebral hemorrhage, diagnosed as aneurysmal rupture. The surgeon implanted our sensor (B)(4) (lot no. 479271) on (B)(6) after implantation, much csf leaked from the punch needle instead of drainage-tube. The surgeon changed another sensor (B)(4) (lot no. 455479) quickly. At 8:00 am on (B)(6) 2014, the surgeon found the tube was curved and it indicated no connection on the machine. The surgeon tried to adjust the sensor but failed. Considering the risk of the disease, the surgeon didn't decided to remove the sensor and continue to observe the patient's status. The 1st implanted sensor can be returned and the 2nd sensor is still implanted. Additional information: the surgeon's voc: the surgeon was surprised that the tube was curved because it never happened before. Possible harm to the patient due to csf leakage.

Manufacturer narrative:
The second microsensor is still implanted. As such, it is not possible to identify the root cause for the subject device. A lot history records review was conducted for p/n 82-6653; s/n (B)(4). During the review, it was verified that all products were conforming to the required specifications when released to stock on the following date: s/n (B)(4) - released to stock on december 11, 2013. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon decontamination, the returned microsensor with ventricular catheter p/n 82-6653; lot # 455479; s/n (B)(4), was checked for leakage and no leakage was observed along the catheter up to the point where the two rows of seven holes are located at the distal end of the catheter. The difficulty reported by the customer could not be duplicated. It appears that some csf may have back-flowed through the stylet slit located on the side of the catheter, giving the impression that there was a leakage on the catheter; however, it can't be confirmed. Further evaluation was performed. The stylet slit was opened and it was observed some dry debris, consistent in appearance with biological debris, which supports the observation made above (that some csf may have back-flowed through the stylet slit. Note that the stylet slit is located on the outside of the catheter from approximately the number "4" to number "14". Complaint is not confirmed. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.